Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, recurrent c-82 and c-83 errors occurred on the generator prior to the start of surgery and that the generator had already been restarted twice without resolving the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the errors were consistent with an internal communication issue, then instructed the caller to fully shut down both the system and the generator and disconnect the generator power cable from the rear of the unit. After the power cable was reconnected and the equipment was restarted, the errors had reappeared a couple of minutes later. The tse then checked whether an alternate compatible generator and cable were available, but none were available, and the team proceeded by converting the procedure approach. The procedure was aborted to laparoscopic surgery with no patient involvement.